Manufacturer narrative:
(B)(4).

Event description:
It was reported that device impedances were greater than 4000 ohms on the #3 electrode. The patient had a burning sensation, bilateral sciatica issues and a lack of sensation. An x-ray done on (B)(6) 2010 showed no device issues. Reprogramming was performed by a company representative on (B)(6) 2010 and the high impedances were noted. The patient had sensation in the vagina and noted a decreased pain threshold. As of (B)(6) 2011, the patient's burning sensation had resolved.